Event description:
It was reported via repair work order that the fowler was raising on its own randomly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.